Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 94 mg/dl. The customer mentioned that they suffered a hypoglycemic episode the morning of the initial call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated there was damage to the drive support cap of their insulin pump. Furthermore, the customer stated that the battery does not last more than two days. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.